Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the device stopped working. The event timing was during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, e1, e3, g3, h1, h2, h10 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the event timing was before surgery. When the machine was switched on you could clearly hear the power supply was faulty and the machine did not work as it should. There was no harm or delay reported. There was no additional graft needed. Due diligence is complete and no additional information is available.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d4, d9, g6, g3, h1, h2, h3, h4, h6, h10 review of the most recent repair record determined the motor was running slow and unstable. Awaiting customer approval of quote. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.